Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3400060m, serial: (B)(6); product type: 0191-extension. Brand name sensight; product ID: b3300542m, serial: unknown; product type: 0200-lead; implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with parkinson¿s disease underwent deep brain stimulation surgery. During the procedure, bad impedance was observed at contact 0. Polluted contact and blood in the socket were reported, along with wrong insertion depth of the lead contacts into the extension socket and wrong insertion depth of the extension contacts into the implantable neurostimulator socket. Repeated impedance measurements were performed along with repeated unplugging, cleaning, and replugging. The issue was reported as resolved, and the patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID b3400060m. Serial# (B)(6): product type extension product ID b3300542m. Serial# unknown implanted: (B)(6) 2026: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the report of polluted contact/blood in the socket along with wrong insertion depth of the lead into the extension socket and wrong insertion depth of the extension into the ins socket were only listed as factors that may have led or contributed to the issue. They were not observed or reported. It was clarified that impedances were high; >5k ohms monopolar and >10k ohm on bipolar.